Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A synergy¿ stent was advanced to treat the lesion. However, the shaft broke more than 15 cm from the hub. The device was removed over the guide wire and the procedure was completed with another with the same device. No patient complications were reported.